Event description:
It was reported of a device continuous beeping after pump boots up: during testing/no patient injury.

Manufacturer narrative:
Other text: d5 is unknown, no information provided to date. H6: health effect and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the liquid crystal display (lcd) lens is scratched. Functional testing found the pump is giving the normal cassette removed alarm without the test cassette installed and is quiet with the cassette installed. Upon inspection, downstream occlusion sensor appears to be undamaged and there is no evidence of fluid ingression. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).